Event description:
It was observed that during the device evaluation, the rigid arthroscope exhibited damage to the tip of the device including broken or loose components. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the damage to the tip of the device, including broken or loose components, could be attributed to improper handling and the application of excessive force or impact to the scope. As for the peeled gold coating, this condition was due to age-related wear and tear, frequent usage, and poor reprocessing. Olympus will continue to monitor field performance for this device.